Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. The photo shows the top web of the product with batch 0110733. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that neoflon 24ga 0.7mm od 19mm l india cannula tip was damaged. This occurred on 4 occasions. The following information was provided by the initial reporter: tip of the cannula tears off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that neoflon 24ga 0.7mm od 19mm l india cannula tip was damaged. This occurred on 4 occasions. The following information was provided by the initial reporter: tip of the cannula tears off.